Event description:
During follow up, the device was noted to have reached elective replacement indicator earlier than expected. The device was explanted and replaced and returned to assess premature battery depletion. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received in normal working conditions with battery voltage at eri level. Review of the device image indicates the eri flag was falsely triggered in the field consistent with the device being in auto-capture and high output mode at times. Analysis performed, including mechanical stressing of the device and battery test at various amplitude settings, did not find any premature depletion anomaly. The device was above eri for the entire implant duration. A longevity calculation was performed and the device met its longevity requirements with normal battery depletion. The pacemaker was functionally tested on the bench and no anomalies that would account for premature battery depletion were identified.